Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the objective lens was discolored, and there was a lack of image on the monitor due to dirt on the objective lens. In addition to the foreign object found inside the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within standard values due to wear of the angle wire; the adhesive on the bending section cover was chipped; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive around the light guide lens was peeled; the image had a partially dark area due to dirt on the objective lens; the plug unit and the control unit were discolored; the forceps channel port and the suction cylinder were shaved; and the paint on the suction cylinder was peeled. Lastly, there were scratches on the following parts: the bending section cover, the plastic distal end cover, the connecting tube, the scope connector cover unit, the forceps elevator lever/knob, the upward downward knob, the right/left knob, switch#1, the flexibility adjustment ring, the scope cover, the switch box, the suction connector, the universal cord, and the grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's lens were severely cloudy. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.